Event description:
The account alleged the nurse was providing care for a pt that required the pt to be turned over to the side. The brakes on the bed were locked, but one of the wheels released independently and rolled onto the caregivers lateral two toes causing injury. The pt was not harmed; only the caregiver was injured. The account stated the MFR came on site, evaluated the bed and determined that one of the brake casters had broken allowing the locking mechanism to disengage. The brake caster was replaced and the bed put back in svc.

Manufacturer narrative:
The tech performed the investigation and the account stated the nurse was cleaning and turning the pt, bed brake lock failed, moved over her foot. The nurse rec'd bruised toes. No treatment info available. The tech inspected the bed and found the right brake pedal would not engage the brakes completely. The tech found the right brake caster was not holding and replaced the brake caster to resolve the issue.